Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician and hospital that there was a implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead malfunction. No further information was provided. The ICD and leads were extracted. No patient complications have been reported as a result of this event.